Event description:
It was reported that the lead was explanted due to insulation anomaly observed via review of x-rays.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.